Event description:
It was reported that this artificial urinary sphincter (aus) stopped working due to fluid loss. Upon revision, a hole in the balloon was identified; therefore, the existing aus was removed and replaced. No patient complications were reported.